Event description:
A female had an aortic neck diameter greater than 28mm. The length was less than 15mm and it was angled. However, the initial implant procedure in 2005 went well with no endoleak presence noted on the final angiogram. One main body and two iliac leg grafts were placed. A follow up exam noted a proximal type I endoleak. A main body extension and another manufacturer's stent were placed in 2006, but the endoleak persisted. (See 1820334-2008-00051). In 2008, the patient was converted to open surgical repair and the grafts explanted. The patient survived the open conversion.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate follow up so that leaks or changes, should they occur, be identified and addressed before causing clinical problems. No product or images were received to assist in this investigation. An internal clinical review indicated the event was due to anatomical changes in the patient over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.